Event description:
Additional information was received when it was reported that the lead impedance after surgery was "ok".

Event description:
On (B)(6) 2013, it was reported that during review of the physician's handheld it was observed that on (B)(6) 2012 a system diagnostics was performed which showed high impedance with a dcdc=7 for the vns patient. Clinic notes were received for the (B)(6) 2012 visit indicated that high impedance was indeed observed during device diagnostics. It was noted that the patient is otherwise doing fine, with no seizures. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. It was reported that x-rays would not be taken and sent to the manufacturer for review. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2013 when it was discovered that the patient underwent a full revision surgery that day. It was reported that the hospital does not return explants, they are discarded in surgery. Review of manufacturing records confirmed both the generator and lead met specifications prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed both the generator and lead met specifications prior to distribution.